Event description:
This is being filed to report the gripper actuation issue, difficulty removing the cds, atrial septal defect requiring intervention, and valve damage requiring surgical repair. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Imaging was difficult due to the medial location and transesophageal echocardiography (tee) probe location. The clip delivery system (cds) was advanced to the mitral valve however multiple grasping attempts were unsuccessful. The anterior mitral leaflet (aml) became attached to the anterior gripper. After more than eight grasping attempts the anterior gripper appeared to stop working therefore it was decided to remove the cds however the aml was still attached to the gripper. Multiple attempts were made to free the clip however were unsuccessful. Eventually the cds was retracted into the left atrium (la) when the physician attempted to close the clip, it would not close past 40 degrees. When the clip was inverted during troubleshooting, a gripper was found to be non functional and distorted. Ultimately the clip could not be closed therefore the cds was forcefully removed across the septum, causing a hole in the septum that was treated with an amplatzer occluder. At this time the patient¿s mr was noted to be worsened and possible tamponade was developing. The cds was retracted to the groin area and then was immediately taken to surgery and mitral valve replacement was performed. A tear was noted on the medial side of the valve during surgery. Per the physician, the tamponade was not caused by the clip however the clip was suspected to have caused the tear in the mitral valve. After surgery a cutdown was performed to remove the cds from the groin area. The patient was in stable condition post surgery. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed and without a device to analyze, the reported positioning failure appears to be due to challenging patient anatomy (medial posterior prolapse/flail) and poor imaging resolution. The reported poor image resolution was difficult due the medial location and transesophageal echocardiography (tee) probe location. The reported difficult to open or close associated with gripper actuation-single and deformation due to compressive stress (bent/distorted) of the gripper arm were cascading effect of the positioning failure. The reported difficult to open or close associated with the inability to close the clip and difficult to remove from anatomy appeared to be related to the gripper actuation issue. Additionally, the reported patient effects of perforation and unspecified tissue injury, as listed in the mitraclip g4 system instructions for use (IFU), are a known possible complication associated with mitraclip procedures. The perforation appears to be a result of troubleshooting of inability to close the clip. The unspecified tissue injury appears to be due to positioning failure (inability to grasp). The hospitalization, unexpected medical intervention, surgical interventions (major and minor surgeries), and delay to treatment/ therapy were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.